Event description:
A tandem mobi cartridge alarm was reported while the customer was using the pump. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by following instructions from technical support, which included delivering a bolus and reloading the cartridge. Initially, reloading was unsuccessful, but with assistance, the caller was able to load a new cartridge and resume insulin therapy successfully. The issue was resolved, and the customer was informed to call back if the malfunction recurs.